Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: when clipping the cystic, (name redacted) notes that the clip clamp has only one clip. The same applies to the next clip applier. Please give us your analysis of this defect. Have you ever received identical reports from other users (same device? Same device? Same batch number?) . The defective devices have been preserved and are at your disposal at the pharmacy for by your representative. For return by courier or mail, please provide appropriate, pre-prepared packaging. In order to facilitate the follow-up of this file, please indicate, in all correspondence on this subject, reference: (B)(4). Additional information received from applied medical rep via pcf on 20mar2025: when the surgeon wanted to use the ca500 to insert his clips, he realized that the clip applier had only one clip instead of 20. Additional information received from applied medical rep via email on 28mar2025: during a cholecystectomy, the surgeon wanted to clip the cystic duct and there was only one clip in the ca500. He took another one and again only one clip. He took a third ca500 and it was ok. No sure if they were able to actuate the trigger normally when no clips came out. 2 devices had the same problem. No information on the color of the clip (blue or gold). They used a third ca500 (from the same lot 1525506) and it was ok. Intervention: device replacement. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: translation: when clipping the cystic, (name redacted) notes that the clip clamp has only one clip. The same applies to the next clip applier. Please give us your analysis of this defect. Have you ever received identical reports from other users (same device? Same same device? Same batch number?) . The defective devices have been preserved and are at your disposal at the pharmacy for by your representative. For return by courier or mail, please provide appropriate, pre-prepared packaging. In order to facilitate the follow-up of this file, please indicate, in all correspondence on this subject, reference: (B)(4). Additional information received from applied medical rep via pcf on 20mar25: when the surgeon wanted to use the ca500 to insert his clips, he realized that the clip applier had only one clip instead of 20. Additional information received from applied medical rep via email on 28mar25: during a cholecystectomy, the surgeon wanted to clip the cystic duct and there was only one clip in the ca500. He took another one and again only one clip. He took a third ca500 and it was ok. No sure if they were able to actuate the trigger normally when no clips came out. 2 devices had the same problem. No information on the color of the clip (blue or gold). They used a third ca500 (from the same lot 1525506) and it was ok. Intervention: device replacement patient status: patient is ok.

Manufacturer narrative:
The event unit return to applied medical for evaluation. Functional testing was performed on the returned unit, which confirmed the complainant¿s experience of clips not loading into jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to b3. Date of event. Correction to h6. Component code.